Manufacturer narrative:
As the device is in specification, root cause cannot be linked to our product. From the information reported, our assumption is that the incident may due to the pin placement. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head.

Event description:
Customer service was contacted on 05/23/2016. Customer states they had a patient slip in the teflon skull clamp and suffered a 2.5" laceration to the right side of head. Patient was prone and the surgery was completed. Additional information from hospital, received on 27th of may 2016 via e-mail: "we used the doro disposable skull pins ref # 3006-00, lot # 15102. The physician stated he place the pt. In the skull clamp and the control knob was on lock. When the pt was turned prone and the clamp was connected to the table frame, the weight of the pt caused the skull clamp to begin slipping. This was an older model of skull clamp. The clamp was sent for an annual inspection and received by pmi on 11/mar/2016. (B)(4)."